Event description:
Discordant, falsely elevated troponin (ctni), creatine kinase (ck), aspartate aminotransferase (ast), and alanine aminotransferase (alt) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the ctni and ck results. The patient was redrawn and the new sample was tested for ctni and ck on an unknown instrument, resulting lower for both methods. The first sample was then repeated on an alternate dimension vista instrument and results were similar to those initially obtained. The second sample from the patient was tested on the original dimension vista instrument and the ctni, ck, ast, and alt results were all lower than the results from the first sample. A third sample was obtained from the patient and tested for ctni and ck on the original dimension vista instrument, also resulting lower than the first sample. A fourth sample was obtained from the patient and tested for ast and alt on the alternate dimension vista instrument and resulted lower than the first sample results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni, ck, ast, and alt results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction or indication of a reagent issue. The discordant results obtained on the patient's first sample were reproducible on an alternate dimension vista instrument. Additional samples obtained from the patient resulted as expected when tested on the original dimension vista instrument. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.